Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A visualase clinical application specialist reported that when running thermal imaging a small artifact was noticed at the tip of the cooling catheter system (ccs). The artifact existed whether heating was occurring or not. Treatment continued as normal. When ccs was removed, the pump was run and a very small beading of saline at the tip was noticed. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient information was not made available. Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this report having recently acquired the 510k related to the visualase devices and transferring responsibility for complaint handling and MDR reporting on february 9, 2015. Upon conducting a retrospective review of existing complaint records, previously handled through the quality system at biotex, inc., houston, tx (prior owner of the 510k), it was determined that this event meets the criteria medtronic would consider reportable to FDA. The aware date used is the aware date within the biotex quality system; however, medtronic navigation reviewed this complaint for MDR reportability and data transfer beginning on 05/14/2015. Part not received by manufacturer.